Event description:
It was reported that the customer was hospitalized due to high blood glucose levels and ketones. The blood glucose reading was 336 mg/dl at the time of hospitalization. The customer complained of nausea, vomiting and dehydration. The customer's mother stated that he had treated for high blood glucose with the insulin pump at the hospitalized. Prior to the event, the reporter observed that on the night before, the customer had had ice cream and they had not checked his blood glucose. She stated that his blood glucose reading was over 500 mg/dl and that he treated but woke up with sickness because they had miscalculated the treatment. The customer was treated at the hospital and released the next day. Confirmed that the customer was wearing the insulin pump at the time of hospitalization. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.